Event description:
Pt being readied for bypass using heartport cath for cardioplegia. Tip of cath inserted into aorta. Pt hooked up per instructions of MFR before air purged from line. For unknown reasons, "stopcock" failed to prevent air emboli reaching pt. Recommendations: 2) catheter to be primed and free of all air before inserted into pt and pump started. 2) stop cock design should be engineered to provide a "fail safe" closure mechanism and clear visual signal if it is closed to pt.